Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 17700972 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported, upon first inflation (before nominal atmospheres) of the powerflex pro balloon a pinhole leak was noticed in the proximal end of the balloon. There were no reported patient injuries. The balloon was successfully and uneventfully removed from patient, without injury of effects. There was no damages noted to the device packaging. There was no difficulty removing the device from the package and obvious damage to catheter upon prepping. The device was prepped per the instructions for use (IFU). The device was delivered successfully without friction or resistance to the desired anatomy location. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The target lesion was the right pulmonary artery (rpa). There was no calcification or vessel tortuosity. There was fifty five percent stenosis. The device was not used for chronic total occlusion (cto). The maximum inflation pressure was six atmospheres, when the leak was noticed.

Manufacturer narrative:
After further review of the additional information received the following sections date rec¿d by MFR, PMA/510k, if follow-up, what type, and device evaluated by MFR have been updated accordingly. As reported, upon first inflation (before nominal pressure atmospheres) of the 10x20mm 135cm powerflex pro percutaneous transluminal angioplasty (pta) balloon a pinhole leak was noticed in the proximal end of the balloon. The balloon was successfully and uneventfully removed from patient, without injury of effects. There were no reported patient injuries. There was no damages noted to the device packaging. There was no difficulty removing the device from the package and obvious damage to catheter upon prepping. The device was prepped per the instructions for use (IFU). The device was delivered successfully without friction or resistance to the desired anatomy location. The device was stored and handled per the instructions for use (IFU). There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. The target lesion was the right pulmonary artery (rpa). There was no calcification or vessel tortuosity. There was fifty five percent stenosis. The device was not used for chronic total occlusion (cto). The maximum inflation pressure was six atmospheres, when the leak was noticed. One non-sterile powerflexpro 10mm2cm 135 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis of the powerflex unit, no anomalies could be observed with the naked eye. Functional leak test was performed on the unit. A syringe filled with water was attached to the inflation lumen on the hub of the unit and pressure was applied. A leakage was observed in the balloon on the proximal balloon area. Sem analysis was performed to the received balloon unit to identify the possible root cause of the leakage condition on the balloon. Sem results showed that the balloon¿s leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of bulged/ peeled off balloon material and scratch marks near the balloon rupture. This type of damage is commonly caused during the interaction of the balloon material and a sharp object. It is very likely that the same factors that caused the bulged/ peeled off balloon material and scratch marks on the balloon¿s outer surface could have led to the rupture condition found on the balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot: 17700972 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed through analysis of the returned device due to the rupture found on the balloon. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (although reported to not have calcification or tortuosity) and/or procedural/handling factors (although it was reported there was no resistance) may have contributed to the balloon rupture/leakage reported as evidenced by the bulged/peeled off and scratch marks found around the leakage area during sem analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.